Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) coordinator heard a ¿grinding sound¿ from the pump. It was noted that there was no increase in power or flow. It was further reported that the patient¿s test results did not show any abnormalities and the patient was discharged. The patient then presented to the hospital a day later with middle cerebral artery (mca) stroke. The site also confirmed embolism. The neuro team at the site attempted to open the mca area but was unsuccessful. The site reported that the patient had left sided weakness, expressive aphasia and left facial drooping. The patient had a subtherapeutic inr the week before and an unrelated urinary tract infection (uti) that may have impacted this event. The device is still in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed that the pump's power consumption was within the normal operating range for the last 30 days of available data. One high watt alarm was logged on (B)(6) 2018, immediately following an increase in vad speed. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the observed high watt alarm may be attributed to inappropriate pump rotational speed. Based on the risk documentation, the reported pump vibration event may be attributed to multiple factors including but not limited to the placement of the pump which allows contact with fixed or rigid anatomical structure or thrombus within the device leading to impeller imbalance. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient was treated for a urinary tract infection (uti) and the antibiotic treatment caused the patient's international normalized ratio (inr) to drop to a sub-therapeutic level. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.